Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebv1387 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (rebv1387) have been reported from two (B)(6) facilities and one (B)(6) facility.

Event description:
It was reported that the catheter was implanted on (B)(6) 2018 and removed on (B)(6) 2018, because it presented a hole in the catheter.